Event description:
It was reported to philips that the system could not start up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that system was unable to power on. Upon troubleshooting fse found that the geo ipc was unable to boot, resulting in damage to the f12 component due to the startup failure due to short circuit in geo ipc. To resolve this issue, fse replaced geo ipc and reloaded the software. The defective geo ipc was returned to philips for analysis and confirmed the short circuit due to defective power supply. After replacement, the system was returned to use in good working conditions. The codes were updated based on the investigation outcome.